Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on investigation, there was no evidence of moisture or moisture contamination inside the battery compartment. There was no visible damage to the pump. A leak test was performed which did not reveal any moisture ingress into the pump. The pump was opened for investigation. There was no evidence of moisture or moisture contamination inside the pump. The reported issue was not confirmed or duplicated on investigation.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging the pump had moisture inside the battery compartment. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the moisture ingress issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.